Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient advocate stated that something was wrong with this pacemaker and needs to be replaced. This device remains in service. No adverse patient effects were reported.